Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. The device was reported to have deployed in a "cobra" formation. The physician elected to attempt two 6/6mm amplatzer duct occluder ii devices (lot numbers: 6572042 and 6366726) for implant. However, the devices were mis-sized, too small to close the defect and the patient was referred to surgery for closure. The patient is reported to be stable.